Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. Following pre-dilatation with a 1.5mm non-bsc balloon, a 2.50mm x 15mm nc emerge® balloon catheter was advanced to re-dilate the target lesion. However, during the second inflation at 16 atmospheres, the balloon ruptured. Subsequently, a 2.5x15 non-bsc balloon catheter was used to re-dilate the lesion three times, followed by a 2.75mm non-bsc balloon catheter, and a stent was implanted. No patient complications were reported and the patient's status was good.